Event description:
Boston scientific received information that it was suspected the right atrial (ra) lead had dislodged. Boston scientific technical services (ts) reviewed the provided information and agreed that the ra lead appeared to be dislodged. The device was programmed to vdd. It was indicated the patient was receiving adequate therapy as the patient was mostly atrial sensed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that a new x-ray noted the ra lead was in the appropriate position. No adverse patient effects were reported.